Event description:
The peritoneal dialysis (pd) patient contacted fresenius technical support for draining slowly messages. The patient stated the issue was occurring for one week. The patient had notified the peritoneal dialysis registered nurse (pdrn) but did not have the pd catheter assessed/examined. Technical support follow-up with the pdrn documented that the patient was being treated for an active infection which was recorded as peritonitis. As a result of the peritonitis the patient had increased fibrin production which led to the slow drains. Attempts to obtain additional information were unsuccessful. No further information was received.